Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced ketones (no value was reported) and was taken to the emergency department (ed). There was no bg nor cgm readings documented but it was reported that the cgm reading was providing low values and the patient had been treated with carbohydrates based on the cgm reading, when the bg actually was hyperglycemic. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.